Manufacturer narrative:
H.6. Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. H3 other text : see section h.10.

Event description:
It was reported that the bd insyte¿ IV catheter's distal end was found "flattened" during use and couldn't be inserted. "Hematoma" occurred at the puncture site as a result, and a new catheter had to be used. The following information was provided by the initial reporter, translated from french to english: "catheter defect noted during use: the distal end is flattened, making it impossible to insert the catheter. Consequence: hematoma at the puncture site. Change of material."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ IV catheter's distal end was found "flattened" during use and couldn't be inserted. "Hematoma" occurred at the puncture site as a result, and a new catheter had to be used. The following information was provided by the initial reporter, translated from (B)(6) to english: "catheter defect noted during use: the distal end is flattened, making it impossible to insert the catheter. Consequence: hematoma at the puncture site. Change of material."